Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient states without the CPAP machine he/she have trouble breathing, often wakes up coughing and choking with his/her own spit. There is an allegation of adverse event or serious injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The manufacturer is submitting a final report. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device received by third party, but evaluation not yet done.